Event description:
Resident was being transferred by lift and lift pad from the bed to the wheelchair utilizing two certified nursing assistants. One to operate lift controls and stabilize one side of lift pad and the other certified rn assistant to stabilize other side of pad and turn resident for placement in wheelchair. Resident became uncoopertive during transfer turning to the side and stiffening body. Pad then slid up towards residents back and off of buttocks. Resident fell to floor. Resident complained of back pain. Right ankle not in alignment. Resident stated experiencing pain. Rn practitioner notified and x-ray ordered. Resident sustained fracture of oblique tibia and fileula. Resident transferred to clinic and cast applied and returned to facility.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed. Results of evaluation: telemetry failure. Conclusion: no failure detected and product within specification, there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. The device was not destroyed/disposed of.